Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated that the ins seemed to be turning off on its own. The patient confirmed that they could turn the ins back on. The patient stated that they would start getting spasms and so they would check the controller and they would see that the therapy was off. The patient hadn't tried resetting the controller before, so the patient reset the controller during the call.  Upon completion of resetting the controller, the patient confirmed seeing the normal therapy home screen with group a highlighted in green. Patient services asked the patient if they had any falls or trauma to the ins area; patient stated that they did fall about a little over a month ago, however they just started having the issue with the ins just now. The patient stated that they have been gone on vacation and that they've noticed the problem since they've been on vacation; the patient stated that they had been on vacation for about two weeks now. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.